Event description:
During a mechanical thrombectomy procedure, a medtronic rapid exchange balloon dilation catheter was used. After inflated, the balloon would not deflate at normal pressures. Negative traction was used to remove the inflated balloon from the vessel. The balloon was able to be removed safely but could easily have led to a fatal complication.